Event description:
It was reported that, "pt fell off ladder and fractured femur. Stem moved and had to be replaced. Was replaced with secure fit stem and another 36 mm head. Fracture was held together with new stem and cables."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. Device was discarded. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.